Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump required frequent battery changes. Customer also reported off no power alerts with the insulin pump. Customer stated they did not receive a low battery alert prior to the off no power alert. The customer stated the insulin pump was not dropped or bumped. The customer was advised a replacement battery cap will be shipped out. The customer declined to return the insulin pump for analysis.